Manufacturer narrative:
Correction: h4 - device manufacturer date. Device evaluation: the suspect medical device was not returned to the manufacturer for investigation/evaluation but to an olympus regional repair center in france (rrc) (returned to the rrc on 2022/09/30). The evaluation at the rrc confirmed the occurrence of error message e006, which could not be reproduced, but was found in the error log several times. Since the error message could not be reproduced, a temporary fault is assumed. Error e006 is triggered wehen the electrical resistance between the electrodes of the device increases. This may occur when the electrode is not connected correctly, tissue is build up at the electrode or an irrigation fluid with insufficient conductivity is used. Any error messages that may appear during operation are triggered by the safety system of the esg-400 and communicated visually and acoustically to the user. They are part of the device's own security concept. In particularly critical cases, further use of the device is prevented by the security system until the error has been corrected. The inspection at the rrc also found mechanical impact on the generator's cover and a missing rubber feed, which were most likely caused by improper handling and can thus be attributed to use error. Furthermore, the rrc found a defective generator board, which probably lost his effectiveness over time. There is no causal relationship to the reported error message. A material or quality problem can be excluded since a manufacturing and quality control review was performed for the affected serial number of the hf generator without showing any abnormalities. The case will be closed on olympus side with no further actions. The reported event/incident will be recorded for trending and surveillance purposes and the user will be informed about the investigation result.

Manufacturer narrative:
The suspect medical device has not yet been returned to olympus for evaluation/investigation. Therefore, the exact cause of the user's experience and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated.

Event description:
Olympus was informed that at an unspecified date/time, the electrosurgical generator esg-400 displayed error message e006. No further information was provided but there was no report about an adverse event or patient injury.